Manufacturer narrative:
A technical support representative reviewed customer data and performed data analysis. All data values were normal and met acceptable criteria. Root cause was undetermined.

Event description:
User reported a false positive on (B)(6) 2022 with reader (B)(4) and cartridge 86303355 from lot 24030e. On (B)(6) 2022, user tested twice more both resulting in negative on cue (B)(4) and a negative rapid test.